Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that near the end of a case, automatic ventilation stopped working and the machine displayed a 'gas delivery + vent fail' message. The case was completed using manual ventilation and there was no patient injury reported.

Manufacturer narrative:
The log file was analyzed by a dispatched service engineer whereby it was determined that the device passed the automatic power-on self-test (post) in the morning of the date of event without deviations. The log file contains 5 entries of a special error code signature pointing to a communication problem between the cpu board that controls the gas dosage and the user interface. In a situation where ventilator and gas mixer enter a fail state simultaneously the supervisor software routine is designed to switch-off both subsystems. The device went into the so-called "safety mode" and alerted the user to this condition by means of a corresponding alarm. If such deviation would occur during use the operator has to set up adequate oxygen and a-gas flows manually to perform manual ventilation with the in-built breathing bag; monitoring functionalities of the device are not affected by this kind of error condition. The procedure how to establish the emergency gas supply is laid down in the IFU. Dräger knows a certain number of similar events - none of these events could be traced back to a clear root cause. The fact that the identical type of controller board is used in the workstation twice and does never exhibit malfunctions in the second application periphery makes a general design issue rather unlikely. A reasonable explanation would be electrostatic discharge of the user during interaction with the device or any other kind of electromagnetic disturbance that exceeds the immunity barriers of the device. The primus was developed in compliance to the requirements of iec 60601-1-2. The number of similar cases is within the expected range of the respective risk assessment and thus accepted. The board had been replaced as a precaution measure; the device was tested afterwards and found fully compliant to specifications.

Event description:
Refer to initial MFR. Report #9611500-2017-00073.